Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump had gone through a battery shorter than usual. Customer was assisted in troubleshooting for low battery. Customer stated that they used new batteries, no lifestyle changes, no excessive button pressing, and no weak battery alert after changing battery. Customer stated that they used (B)(4) instead of the recommended batteries. Failed battery test was performed and customer stated that they could not check for damages at the moment and will do so later. Customer was sent a replacement battery cap. The insulin pump will not be returned for analysis.